Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with a message indicating 'no disposable, clamp tubing.' Troubleshooting was performed. The pump settings were reviewed: a continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 125 ml, of which 11.35 ml had been delivered. The infusion was restarted, but the pump did not begin cycling for several minutes. The pump was stopped and restarted, but it still did not cycle. The pump was confirmed to be running without further alarms. The medication used was 5-fu. The event occurred while the pump was in use.

Manufacturer narrative:
Device was not returned for analysis. Customer reported pump was alarming no disposable, clamp tubing. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.